Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4).a follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device came out of a sealed box that was already opened. The event timing is outside of surgery. There is no harm or delay reported, due diligence is complete.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned opened but unused in the original tyvek tray. Visual inspection confirmed the tray was only seal along one edge. Packaging cannot be confirmed non-conforming since review of the returned product found adhesive residue was present and found no inconsistencies that would indicate the packaging was not sealed to specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.